Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 they received a "hardware radio frequency error" alert on their receiver. The issue was resolved by the end of the contact with dexcom technical support.